Event description:
The patient reportedly received the following results on a compact plus meter, compared to a professional meter, within 10 minutes: 79 mg/dl (compact plus) and 40 mg/dl (paramedic's meter). The patient was unresponsive when these results were taken. The patient believes she was treated with glucose tabs and a glucose solution intravenously. The patient regained consciousness in the ambulance. The patient was hospitalized for 2 days. The previous meter result was 80 mg/dl taken 7 hours prior to the event. There was no delay in treatment. The meter did not cause or contribute to the event. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product no longer available for return.